Manufacturer narrative:
The field service engineer inspected tubing, valves, and a pump for potential leaks and obstructions. Wash checks and calibrations were performed. Calibration, controls, precision studies, and patient samples were tested and testing was successful. No further issues were reported by the customer. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the cobas integra 400 plus analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas integra 400 plus. The sample initially resulted in a sodium value of 130 mmol/l. The customer noticed a lot of low sodium values, so they decided to re-calibrate. Calibration failed, so the field service engineer was dispatched to check the analyzer. The field service engineer checked all tubing, valves, and pump. No issues were found. Wash maintenance, calibration, diagnostic tests, controls, precision studies, and patient samples were run without issues. The customer repeated the sample on (B)(6) 2026 after service was performed and it resulted in a sodium value of 142 mmol/l. The repeat value was deemed correct.